Event description:
The facility's biomed had sent a pump to service where a failure code 803:02 was found in the event history by a baxter service technician. Information was requested regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.